Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2 reference MFR. Report: 1627487-2020-02021. Both of the patient's leads are being reported because it is unknown which lead is liable. It was reported that stimulation was unable to increase amplitude. Reprogramming was unable to provide effective therapy. Impedances were checked and revealed high impedances on one lead .to address this issue a surgical intervention may be taken at a later date.

Event description:
Surgical intervention was taken place on (B)(6), during the procedure it was found the impedance issue was with the l2 lead . Only the l2 lead was replaced and the issue addressed .